Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v655476, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient had bacterial vaginosis. It was noted the patient had vaginal discharge with evidence of vaginosis on wet smear. It was reported the patient was prescribed metrogel for five days. It was noted the patient¿s symptoms resolved without sequelae on 2012 (B)(6).